Event description:
Boston scientific received information that during a routine device implant procedure, the device was not yet placed in the pocket, and right ventricular (rv) lead shock impedance measurements were greater than 125 ohms in the triad and rv coil to can configurations. In the coil to coil configuration, impedance measurements were within acceptable limits. Defibrillation threshold (dft) test were successful and the device system was successfully implanted. Additional information was received that the device system detected a high shock impedance measurement greater than 125 ohms in the coil to coil configuration. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received nearly four years after the initial observations were reported that a high shock impedance measurement was noted via this patent's remote monitoring system. It was also noted that a shock had been delivered to convert an arrhythmia. The impedance measurement of that shock was 101 ohms. A boston scientific sales representative confirmed this was an appropriate shock for ventricular tachycardia (vt). A boston scientific technical services consultant discussed with the caller the previously reported out of range shock impedances and recommended further testing. The patient's physician is aware of the chronically high shock impedances and will continue to monitor this patient.

Event description:
.